Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection, the black connector between the handle and shaft broke. Pieces were gathered up and being sent back. X-ray was done to confirm all was out.